Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the hospital with pacemaker eroded through the pocket. Physician removed the generator and capped the two leads on (B)(6) 2020. Patient condition was stable after the procedure.